Event description:
This lead was explanted due to noise and intermittent oversensing. This device was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(4) - we were notified by our manufacture that the serial number we reported ((B)(4)) was incorrect. The serial number has been updated. All other information remains the same. The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this product was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular product manufacturing.